Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 48-year-old male with a history of coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis received an impella 5.5 for acute heart failure due to ischemic cardiomyopathy while supported with two inotropic medications, an intra-aortic balloon pump, and mechanical ventilation. The patient was positive for heparin-induced thrombocytopenia and was treated with argatroban, with an activated clotting time of 193 seconds at the time of insertion. The first impella 5.5 encountered difficulty crossing the aortic valve and later generated purge system blockage alarms, leading to removal and replacement. The second device was more difficult to insert due to repeated loss of wire position but was ultimately placed successfully with normalized activated clotting time. Initial issues with left ventricular and aortic pressure waveforms and pump performance resolved by the end of the procedure. This will be coded in detail by engineering team.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H6 medical device problem code a140505 was erroneously entered on the initial manufacturer device report.